Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The mdm liner did not stop all around and was inserted at an angle. The reporting sr asked if it was locked by ereba during the operation, but when he saw at the x-ray after the operation, it was inserted at an angle. The doctor's point of view was to see clinical course. The sr would like to know it there are tips or tricks on how to confirm that you have inserted all the way around for future references. Left side.

Manufacturer narrative:
Updated MDR and mir codes. Reported event: an event regarding malposition involving mdm liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product remains implanted. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The mdm liner did not stop all around and was inserted at an angle. The reporting sr asked if it was locked by ereba during the operation, but when he saw at the x-ray after the operation, it was inserted at an angle. The doctor's point of view was to see clinical course. The sr would like to know it there are tips or tricks on how to confirm that you have inserted all the way around for future references. Left side.